Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Complaint received from (B)(6). Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that while using her diamondclean rosegold toothbrush, bristles ffrom the brush head loosened and were in her mouth. No medical attention sought.